Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra engine (engine) and a penumbra engine canister (canister). During the procedure, the physician placed the canister onto the engine and powered on the engine. Subsequently, the canister was noticed to be leaking air at the canister lid. Therefore, the canister was removed. The procedure was completed using a new canister. There was no report of an adverse effect to the patient.